Manufacturer narrative:
H6: investigation summary. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported when using the sharps coll 1qt red there was lid or slide lid/clamp missing. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during the inspection, upon arrival, the distributor noticed that two lids were missing.".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the sharps coll 1qt red there was lid or slide lid/clamp missing. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during the inspection, upon arrival, the distributor noticed that two lids were missing."